Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. This was observed during a routine device follow up. Technical services reviewed the available device data and confirmed the battery was depleting faster than expected, and device replacement was recommended for within 90 days. The device was subsequently explanted and replaced two weeks later. No additional adverse patient effects were reported. The explanted device was not returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. This was observed during a routine device follow up. Technical services reviewed the available device data and confirmed the battery was depleting faster than expected, and device replacement was recommended for within 90 days. The device was subsequently explanted and replaced two weeks later. No additional adverse patient effects were reported. The explanted device was later returned for analysis.